Event description:
It was reported that the device was alarming patient side occlusion. Per report, the rn followed "all troubleshooting tips with bd alaris lvp and IV site connections. Rn changed IV sites to new IV and bd alaris lvp did not alarm remainder of shift for patient side occlusion.¿ there was patient involvement but no harm. Bd received additional information. We asked if there were any identifiable cause of the occlusion alarm (i.e., occluded IV line, occluded filter, kinked tubing), the customer's response was, "patients were using their arms with less than ideal IV location placement."

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an patient side occlusion alarms was not determined because no products or device logs were returned.